Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's physician stated that the pt had been hospitalized for a blood glucose reading of 972 mg/dl. The physician stated that the pt's infusion set caused the elevated blood glucose level because the infusion set tubing was "kinked". The pt stated that the tubing of his infusion set was "kinked", but insulin was still flowing because the headset adhesive and dressing at his infusion site was "wet or damp". He stated that he had been in the hospital for the last two days (2007) because he became very ill and had extremely high blood glucose. He reported symptoms of elevated blood glucse that included: "confusion", "sore muscles", and he was "sick to his stomach". He stated that he was placed on an intravenous drip of insulin for the first 24 hours of his hospitalization. After 24 hours, he was placed back on his infusion device. He stated that his blood glucose was back to his normal range of 80-140 mg/dl the following day. No product is available to be returned for evaluation.